Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files of the received sample were read out and analyzed. The history files revealed no abnormalities. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device was in a good condition. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times all measured values were within specification. Inside we found some signs of wear, but no damage was detected. According to the technical safety check, the pump operated as intended.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to be sent it for investigation to our bbm laboratory in melsungen, germany. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): under infusion.